Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: can you please provide details regarding the current patient status? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown.

Event description:
It was reported that during a lobectomy procedure that staples malformed, resulting in bleeding on the tissue section. The device could not cut and close tissues as expected. The surgeon stopped bleeding immediately and changed another device to complete the surgery. Patient consequences were not reported and current patient status is unknown.